Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 5258848. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
No additional information.

Event description:
On (B)(6) the patient received an intravenous infusion. A prn was used to prevent bacterial infection and backflow of blood. During use, a crack appeared at the connection point between the prn and the infusion set. The defective product was discarded and replaced with a new one; the patient was not harmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.